Event description:
It was reported that the colonovideoscope was reprocessed on a reprocessor that had not been properly maintained. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. An endoscopic support specialist (ess) was dispatched to the customer site and confirmed the water filter had not been replaced by the customer at the recommended intervals. The customer has been instructed and trained to replace the water filter at the recommended intervals to avoid recurrence of the event. Based on the results of the investigation, the reprocessor used in the reprocessing of the colonovideoscope was not properly maintained per the instructions for use (IFU). The IFU recommends replacing the water filter at least once a month. The instruction manual associated with the event in "oer-4, operation manual, chapter 7 ¿routine maintenance¿, section 7.2 ¿replacing the water filter (maj-2318)¿ describes the recommended frequency of replacement of the water filter". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope was reprocessed in an endoscope reprocessor that displayed an e01 water supply error. The issue occurred during reprocessing. There were no reports of patient involvement.